Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. It was noted the impedances had gradually increased, and all other measurements were within normal limits. Boston scientific technical services (ts) recommended continuing to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported.